Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent radiofrequency ablation procedure (rfa) for the treatment of metastatic bone lesion- primary breast cancer. Intra-op, the physician was accessing the sacrum for an rfa. Reportedly, the bone had been previously radiated years before and was very dense. It was reported that after trying to mallet the trocar forward countless times the physician finally gave up trying to access the bone. When he pulled the trocar out he realized it had broken off at the taper and half of the hollow trocar was now stuck inside the patient's bone. The procedure completed successfully with a new product. No patient's complications have been reported so far. The half of the trocar that stuck is intact.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.